Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7096776/7137301.

Event description:
It was reported that patient incision had infected. The patient underwent an explant procedure where all device was explanted. The explanted device was disposed of per facility.